Manufacturer narrative:
The device was returned without identified device or use problem. Failure event observed during analysis. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
Related manufacturer reference number: 2017865-2021-21044, related manufacturer reference number: 2017865-2021-21045. It was reported that the patient experienced pocket infection. The pacemaker, atrial lead, and right ventricle lead were all explanted. Patient was stable.